Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through hard density tissue, the cannula of the needle was allegedly bent. It was further reported that there was an alleged difficulty in removing the product from patient. A coaxial needle was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through hard density tissue, the cannula of the needle was allegedly bent. It was further reported that there was an alleged difficulty in removing the product from patient. A coaxial needle was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one marquee device with protective tubing a bent was noted to the sample notch. Based on the photo review the reported bent can be confirmed. Therefore, the investigation is confirmed for the reported bent as the bent was noted to the sample notch. However, the investigation is inconclusive for the reported difficult to remove issue as no objective evidence was provided for review. A definitive root cause for the alleged bent and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.